Event description:
It was reported by service report that the left side rail release handle was broken and the side rail would not lock in any position. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: release lever.